Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a open book image error. The customer was informed that the pump responds to the fa896 notification and it is having a damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed for the open book image and cosmetic damage, but the issue was not resolved. The customer stated that the location of the damage at the base of the pump and the clear retainer ring affected. No harm requiring medical intervention was reported. Product mmt-1712k will be return for analysis.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added clear retainer ring recall number. Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Unable to lock a test p-cap or reservoir compartment due to missing retainer ring. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, broken battery tube threads, stained keypad overlay, keypad overlay peeling, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken reservoir tube lip, missing o-ring (reservoir tube), corroded battery tube, corroded battery tube spring, and detached retainer. Critical pump error (open book image) was confirmed during testing due to moisture damage on electronic assembly. Moisture damage was noted found on electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at the bottom of the pump and retainer ring. Missing retainer ring was confirmed. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.